Manufacturer narrative:
Correction: the following information was known at the time of the initial report but inadvertently not included at the time. The field service engineer visited the account on (B)(6) 2025 and learnt that the patient was confined to the chair positioned under the laser head for 15 minutes because the staff did not know how to lower the headrest. It was also clarified that it was the jnj field service engineer who indicated there was an injury because the account reported to him the patient was having emotional distress as a result of the event. Health effect - clinical code: 2329 - distress. Device code: 1487 - device difficult to setup or prepare. Device evaluation: field service visited the account and checked the laser. He replaced the laser head and system is performing to specifications. Manufacturing record evaluation: the system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Conclusion: as a result of the investigation, an optical problem was identified. The cause was traced to a component failure that was replaced. There is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an unexpected shutdown during the use of a catalys system. We've learned through follow up that a patient's injury occurred without any detail regarding the nature of the injury and that the procedure could not be completed during the same visit. No further detail was provided.